Event description:
The account stated they are having problems with the sheathing for the siderail cables being torn, causing bare metal wires to be exposed. This has caused the bed to have some unintentional movements.

Manufacturer narrative:
Repairs have not been completed.